Event description:
This was a diagnostic case. Patient anatomy was unremarkable. The initial access puncture was satisfactory. The physician reported a hematoma was observed on the day of the cath procedure. The procedure was successfully completed and the sheath was pulled immediately thereafter. Hemostasis was achieved in 15 minutes. The patient was transferred to recovery room and discharged home after 3 hours. A few hours later she called the physician, complaining of pain in her groin. The patient was re-admitted and released that same night. The patient recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. Transient groin pain and hematoma are known possible adverse effects of vascular access procedures. The axera 2 access system instructions for use (IFU), was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.